Manufacturer narrative:
Final analysis found that the insulation was abraded breaching both the re cable lumens at 82.5 cm to 84.1 cm from the connector pin. One of the etfe cable coatings and the inner coil lumen were also abraded in this location.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the operating room for a routine device change out procedure. Upon interrogation, the left ventricular lead exhibited loss of capture. The lead was explanted and replaced without issue. The patient was in stable condition post procedure and would continue to be monitored.